Event description:
(B)(4).

Manufacturer narrative:
(B)(4). A historical review of the complaint database indicated that no adverse quality trends were identified during the complaint review process for item #4252543-02. Per the event description, the customer stated, "the nurse successfully started the IV and placed the stylet back into the start kit packaging. The packaging was picked up by the nurse's middle finger and thumb. The nurse was stuck in the middle finger." It should be noted that the introcan safety is designed to reduce the risk of needle stick injury. However, cdc guidelines and/or facility protocol should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. Without the actual sample or lot number, a thorough investigation could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available, a follow up report will be filed.